Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported right side rupture, nodules, and ¿reactive lns, both axilia." Patient later reported "film is thickening, have fluid filling symptom and pain in the ribs." The device has been explanted. Healthcare professional reported "diffuse foreign body granuloma." Patient tested negative for lymphoma alcl.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late and rupture.

Event description:
Healthcare professional reported right side rupture, nodules, and ¿reactive lns, both axilia." Additionally, "the film is thickening, have fluid filling symptom and pain in the ribs." The device has been explanted.